Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot #60360151x); lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot #60360150x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, a device was opened and used while connected to a generator, and the seal cycle ran with end tones heard but the seals were not properly formed and energy delivery was described as low. There were no re-grasp alerts or any other errors. The seal showed evidence of energy delivery but minimal bleeding was observed after cutting. Zero good seals were achieved before the issue occurred. The surgeon attempted sealing on different tissue types (vascular, fatty, and connective) with tissue thicknesses ranging from approximately 1 mm to 5 mm, and the issue persisted. When the surgeon noticed improper seals, he did not want to cut following improper seals and risk unnecessary bleeding. Three new instruments were tried and all exhibited the same inadequate or partial sealing performance. The instruments were also tried on multiple generators (software version 5.0) and the issue remained, while the generators reportedly had no problems with other instruments before and after the procedure. The jaws were cleaned at first use, and when additional tissue types were tried, the jaws were cleaned prior to use. The procedure was completed using a monopolar hook and clipping. There was minor bleeding, few ml, and blood transfusion was not needed.